Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the provided log file. The log file captured a backup battery fault alarm correlating to a load test condition on 13nov2025. At this time, the unloaded voltage of the backup battery was under the acceptable voltage threshold, triggering the alarm. The alarm remained active throughout the remainder of the data, and no other notable events were observed. The pump operated at intended speeds throughout the data. The returned system controller (serial number (B)(6)) was functionally tested and performed as intended throughout all testing. Load tests were initiated after extended testing of the controller and battery was performed, and atypical alarms were unable to be reproduced. The root cause of the reported event was unable to be conclusively determined through this analysis, and a corrective action was initiated in order to further investigate the issue. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook and the heartmate 3 lvas instructions for use instructs users on how to identify and respond to alarms that sound from their controller, including backup battery fault alarms. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient exchanged their emergency backup battery (ebb) in (B)(6) 2025 per routine manufacturer recommendation. The patient also had ebb fault alarms that did not clear with self-tests on (B)(6) 2025. The log files were sent for review. Based on the log files the ebb fault alarms on (B)(6) 2025 were due to the ebb failing the load test. The mechanical circulatory system (mcs) equipment operated as intended. The system controller was exchanged.